Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead felt "gritty" when the physician moved the guidewire in the lead. The lv lead was successfully placed and remains in use. No patient complications have been reported as a result of this event.